Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented in clinic for post-implant device check. The patient was experiencing palpitations with phrenic nerve stimulation upon pacing output. Loss of capture was noted on the right ventricular lead. The patient was admitted to the hospital for lead revision. X-ray revealed perforation and reside extra-cardiac in the pericardial space outside of the left ventricle. The lead was explanted and replaced. The patient is doing well after the surgery.